Event description:
During pci, the patient had two endeavor rx drug-eluting stents successfully deployed at mid rca and one endeavor rx drug-eluting stents successfully deployed at mid lad. Approximately 9 months post index pci, patient presented with ischemic stroke. Investigator indicated that there was no relationship with the study product. Patient status is reported as recovered.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (cva/stroke). (B)(4).